Event description:
The pt reported that the buttons are not responding. The buttons on pump have not responded well to button presses and require multiple presses before delivering a bolus. Keypad remains intact and there is no apparent structural damage to pump.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusion can be made at this time.